Event description:
Customer reported several events involving mts anti-igg cards and one pt with anti-k. 10-9-06: anti-k detected. Subsequent testing on 10-16-06 revealed additional reactivity with k-negative cells. Pt was not transfused on 10-09-06; therefore, it is unclear whether the antibody(ies) may have been missed on 10-9-06. Customer did not provide the gel card lot # used on 10-9-06. 10-16-06: negative (compatible) reactions in compatibility testing (3 units) with gel card lot # 052206001-05. Post transfusion of compatible units led to transfusion workup based on decreased hematocrit and other test. 10-19-06: only anti-k detected. Additional k-negative cells did not react with lot # 052206001-05 with 2 different panels. A total of eight mdrs are being filed to account for all the gel cards (devices) involved: MDR # 1056600-2006-00261 through 1056600-2006-00268.

Manufacturer narrative:
All document evidence indicate the incident was most likely sample related. However, a defect of the individual gel cards used for the relevant tests, albeit unlikely, cannot be ruled out with absolute certainly. In view of the lack of documentation, evidence or indication that a hemolytic transfusion reaction was caused by a missed antibody,it can be concluded that the appropriate course of action is to report this incident as (possible) malfunction,but not as an serious injury due to an ocd product failure. A false negative reaction in iat testing may lead to the transfusion of incompatible blood, if a clinical significant antibody is not detected.